Manufacturer narrative:
The sureform 45 green reload has been evaluated by the failure analysis (fa) team. The reload was not found to have a protruding staple above the surface of the reload. The reload was returned unused and unfired. The reload was not returned with an instrument. Therefore, there were no procedure logs available. There was no damage found to the cover, cartridge, or pushers. There were no staples found missing. Root cause is not established.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the sureform 45 green reload had a staple hanging out upon entry. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unsure if a staple completely detached from the reload and was not sure if the instrument collided with another instrument or tool during the procedure. No fragment fell into the patient and there was no reported injury to the patient.